Event description:
The facility reported a flo-gard infusion pump with the malfunction of "cannot reset/something wrong with the computer", which interrupted a patient infusion. This malfunction was clarified by the facility as the inability of the user to program the pump. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
The facility reported a colleague infusion pump with failure code 810:11, which was identified during bio-med testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the malfunction of "cannot reset/something wrong with the computer" was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.